Manufacturer narrative:
Date sent to the FDA: 2/1/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/17/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted ¿upon visualizing the mesh, he noted immediately that there was a heaped up huge portion of the old mesh along this midline area where the fistulous tracts were identified. There were at least two loops of bowel, which were very intimately adherent to the hernioplasty and even with cautious dissection, several enterotomies were created. The small intestine was one segment in the mid jejunum that was appeared adherent to the mesh and had evidence of chronic inflammation which required him to remove and resect approximately three inches of small intestine. He identified 2 other areas that had full thickness enterotomies and several other short segments that were adherent to the mesh and had evidence of chronic infection of inflammation. He elected to do a resection of two feet of small intestine encompassing the area.¿ it was reported that the patient underwent further removal on (B)(6) 2011 during which the surgeon noted ¿a knuckle of bowel was adhered to the mesentery of the terminal ileum. There was an abscess involved with this area. After this remaining mesh was excised, the pathology report states that the synthetic mesh is stiff and folded over on itself.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.